Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information received regarding the device, kci's assessment remains the same, it cannot be determined that the alleged admission, fever, blood infection, and osteomyelitis are related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after placement with the patient.

Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged admission, fever, blood infection, and osteomyelitis are related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Wound assessments performed on (B)(6) 2020 and (B)(6) 2020 both noted there were no signs or symptoms of infection in the wound. Additionally, on (B)(6) 2020, the patient's wound was noted to look "good" after the patient was admitted to the hospital for fluid buildup around the heart. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 06-jul-2020, the following information was reported to kci by the patient's wife: on (B)(6) 2020, the patient was admitted to the hospital allegedly due to elevated temperature with possible sepsis. On 10-jul-2020, kci received progress notes from the home health that noted the following information: on (B)(6) 2020, the physician noted the patient had a dirty diabetic ulcer to the left foot confirmed via cultures and the patient was placed on antibiotics. The physician noted the patient has suspicion for osteomyelitis. On 16-jun-2020, it was reported or observed the patient has a history of difficulty complying with medical instruction in the past three months. On (B)(6) 2020, the home health noted no signs or symptoms of infection. On (B)(6) 2020, the home health noted the patient's wife reported the patient exhibited a low grade temperature and lower extremities were warm to the touch. Patient was given tylenol. The nurse noted no signs or symptoms of infection in the wound, vital signs stable and within normal limits. On (B)(6) 2020, the home health noted the patient's wife reported the patient exhibited a temperature on and off since tuesday [(B)(6) 2020] and was currently at 101.4 degrees fahrenheit. The wife reported the patient gets shortness of breath when he walks around. Patient was admitted to the hospital due to "fluid built up around his hear". V.a.c.® therapy was not removed but the wound was observed and noted to look "good". On (B)(6) 2020, the home health noted the patient's wife reported the patient was transferred to another facility for atrial fibrillation exacerbation. V.a.c.® therapy was removed and an alternate dressing was applied. The wife reported the patient has a blood infection and is on intravenous antibiotics. On (B)(6) 2020, the home health noted that the physician's office reported that the patient is on longer on v.a.c.® therapy due to osteomyelitis. On 04-aug-2020, the following information was reported to kci by the vascular surgery nurse: per the progress notes, there is no indication as to whether v.a.c.® therapy caused or contributed to the hospitalization or infection. The patient was seen on (B)(6) 2020 and (B)(6) 2020 by the physician's nurse practitioner and on both dates there were no signs or symptoms of infection noted to the wound nor antibiotic therapy recorded under patient's current medications. No additional information available. A device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.